Event description:
The philip's pacific representative reported that the unit failed to power up during the shift check.

Manufacturer narrative:
The philip's pacific representative reported that the unit failed to power up during the shift check. The philip's distributor evaluated the device and verified the symptoms. The energy select switch assembly was replaced to resolve the issue. We are considering this failure a malfunction of the energy select switch assembly.